Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the outer hose came apart. It was further noted that the coupling, motor, and hose were defective. It was also noted that the device failed pre-repair assessment tests for outer hose inspection, safety and rotations per minute (rpm). The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that at pre-surgery (before use on a patient), it was observed that the motor device would not work. It was further reported that when the device did work it was very noisy. It was reported that there were no delays to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.